Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed the device investigation. The failure analysis investigations confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have the thermal damage at the yaw pulley and the instrument had black char marks. Any material missing is likely to be thermally induced rather than mechanically induced and the root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of the thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The fenestrated bipolar forceps passed the electrical continuity test and there was no insulation damage observed to the conductor wire. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/k10210824 0196) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument jaws had burnt and melted plastic. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument jaws had burnt and melted plastic. There was no report of patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.